Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified solutions, at unspecified rates, via gravity. At unspecified dates, the option lok male adapters of the tubing sets were connected to needleless valve connectors. The male adapters of the needless valve connectors were connected to the pts' IV access sites. It was reported that after the deliveries were started, no flow of solutions were noted. The customer contact reported that either empty syringes were connected to the distal clave y-sites of the tubing sets and the solutions flowed or that the tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.